Event description:
In preparation to discontinue foley catheter, nurse was unable to deflate balloon after several attempts with several different sizes of syringes. Nurse then cut balloon port to allow balloon to passively drain, without success. Consulted with gynecologist who gave order to cut the catheter of drainage tube, unsuccessful. Urologist consulted and attempted to rupture balloon with a guidewire and unsuccessful. Finally urologist attempted to instil mineral oil into balloon x 2 and balloon ruptured. Inservice education provided to staff regarding troubleshooting.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: balloon, valve. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.